Event description:
Rn drew blood from peripherally inserted catheter. Twenty cc pre flush, 5 cc discard and 5 cc sample. Met resistance with 20 cc post flush. Heard "hiss"; noted fluid collecting under dressing. IV therapy rn notified. Obvious leak from hole in catheter proximal to hub. Line 10 days old. Had lr infusing at 10 cc/hr through other lumen.